Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) message with error code ¿0x2¿ was observed with the implantable neurostimulator (ins). It was noted the error code was observed with a physician programmer and included a message instructing to ¿verify neurostimulator clock setting.¿ the message was observed with an ins that was already implanted; the por message was cleared and the stimulation could be used normally. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It has been determined that the event captured in this regulatory report has been previously reported through regulatory report #3007566237-2017-03664. Any future information received regarding this event will be captured through that regulatory report.